Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: 1 of 2 ports will not flush.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation: no photo or product was returned by the customer. The customer complaint that one of the port would not flush could not be verified because no sample was returned. A definitive root cause for the customer's experience could not be determined as no sample was returned of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#(B)(4), to identify any potential contributing factors for occlusion of this nature. A device history record review for model 20159e lot number 21119806 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 5th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21119806 regarding item #20159e.

Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: 1 of 2 ports will not flush.